Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0211739957, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Product ID: 388928, lot#: 0211739957, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 11-jul-2020, UDI#: (B)(4). Product ID: 388928, serial/lot #: (B)(4), ubd: 11-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the lead had migrated below anterior edge of sacrum and lateral. When explanted attempted the electrodes caught on the anterior edge of foremen and lead broke. Attempted to retrieve remaining part of lead but was unsuccessful. The patient reported therapeutic product ineffective when system switched on with uncomfortable stimulation. The device was checked prior to procedure and results showed impedance numbers out of normal range on all electrode combinations. The patient decided to have system explanted and not be replaced. In theatre and prior to explant, xrays of lead and ipg were taken which showed all 4 electrodes on the lead had migrated past anterior edge of sacrum in lateral direction. The surgeon dissected down to the tines and when attempting to explant the lead broke. A further x-ray was taken which confirmed all 4 electrodes on distal portion of lead remained below anterior edge of sacrum and could not be retrieved.